Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report conclusion. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator powered off by itself. The patient was in asystole for eleven seconds before a code was called. The patient was resuscitated, however died the next day of "other cause". The device was tested by the biomedical department of the hospital and tested "ok". It was reported that the device will be returned to the manufacturer.